Manufacturer narrative:
No conclusion can be made. Based on the information provided we are unable to determine to what extent, if any, the flat mesh implant may have caused or contributed to the events as alleged. At this time diagnostic testing has been unable to identify the cause of the patient's reported pain/discomfort. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in march, 2002. Should additional information be obtained, a supplemental emdr will be submitted. Device evaluated by MFR? Remains implanted.

Event description:
It is alleged that on (B)(6) 2002 the patient underwent a left direct inguinal hernia repair with implant of a bard flat mesh. As reported, the patient complained of pain/discomfort at times with physical activity shortly after implant and continues to experience this discomfort. It is reported that the patient underwent an ultrasound to be sure he did not have any scar tissue or recurrent hernias. As reported there were no recurrent hernias noted and they did not find any scar tissue. As reported the test did not reveal anything that could be linked to the pain/discomfort.